Event description:
It was reported the patient had been shocked twice at their device pocket site and had one episode of heating in the pocket. It was also reported the patient had heard a beep come from their implantable neurostimulator (ins). It was noted the patient had no loss of therapy. It was later reported the printout of the patient¿s file showed there were no out of regulations (oors) reported and the battery voltage diagnostic was within specifications. It was also reported the impedances were within normal range. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v605573, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was unknown and there were no abnormal impedance measurements. It was stated the event was an isolated event and they were unable to determine the source or cause. The healthcare provider reported it as a rare event of heat sensation around the implantable neurostimulator (ins) pocket. Reportedly, they could not reproduce the sensation. It was noted there was no programming issue and the patient would keep a log of any future sensations that occur in the device pocket. It was stated there was no interruption or loss of therapy reported and the patient did not require hospitalization. The patient¿s outcome was reported as no injury.